Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that over the past couple of months, the buttons were unresponsive up to 30 seconds. The insulin pump alarmed button error and that night the buttons were unresponsive. The customer fell down and as a result of the fall there were some deep scratches on the display screen. The screen was difficult to see. Customer's blood glucose level was 565 mg/dl. He took an injection of 25 units to treat his blood glucose level. He was feeling dizzy and nauseous. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive esc and act buttons due to an unlocked lcd keypad connector. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the unresponsive buttons. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.